Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer. While onsite, the technician learned that the employee pressed the door close button while her hand was still in the washer. After pressing the button, the employee attempted to remove their hand; however, their glove became stuck on a tray and the door made contact with their hand resulting in the reported event. During the technician's inspection, he found that the door safety switch was damaged. The door safety switch allows the door to retract when the safety bar contacts an obstruction. The technician replaced the door assembly including the door safety switch, tested the unit, confirmed it was operating according to specification, and returned it to service. The unit was installed in 2005 making it approximately 16 years old and is under steris service agreement for maintenance activities. The last preventive maintenance was performed by steris in january 2021. At this time, the door safety switch was found to be operating according to specification. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury while loading a rack into their reliance synergy washer/disinfector. Medical treatment was sought; the user facility did not disclose if medical treatment was administered.